Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Couldn't remove the tampon-vagina [foreign body in reproductive tract]. Tampon was in the applicator upside down [device physical property issue]. Consumer reported via email that the tampon was in the applicator upside down and she was unable to remove it after insertion. No serious injury was reported.